Manufacturer narrative:
The impacted product information was revealed through the product investigation on (B)(6) 2018. The impacted product was a mentor smooth round moderate profile 350cc saline prosthesis. Has been updated with all available information. The device history record (DHR) of lot number 5805978 was reviewed on (B)(6) 2019 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 58-year-old female underwent primary breast augmentation with a 370cc smooth unknown mentor saline prosthesis. On 9/22/2018 left sided deflation was diagnosed by a physician¿s examination. Upon receipt by mentor the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease and an area of shell abrasion on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with a 370cc smooth unknown mentor saline prosthesis. On (B)(6) 2018 left sided deflation was diagnosed by a physician¿s examination. As a result, bilateral prosthesis replacement with mentor gel implants was performed on (B)(6) 2018.